Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained lead rv oversensing was noted on stored episodes. The oversensed signal appeared to be myopotential. The patient was asymptomatic but egms showed pauses that were greater than 3 seconds. Programming change was made.